Manufacturer narrative:
A second lot# of contour next strips was involved: lot# 2cfec03, exp date 03/31/2014, manufacture date 01/01/2012, 510k k111268.

Manufacturer narrative:
The incorrect lot# of 2cfec03 was initially submitted. The corrected lot# is 2cfec06, exp date 09/30/2013, manufacture date 03/01/2012, the correct expiration date for lot# 2cfec52 is 9/30/2013.

Event description:
An advocate from (B)(6) called on behalf of her son. The customer received a blood glucoses reading of 198mg/dl from his contour xt meter but had hypoglycemic symptoms. He then retested with another meter and received a result of "hypo". His mother gave him some honey, he retested with the contour xt and the reading was 235mg/dl. The ems team was called and tested his blood glucose at 33mg/dl. He was hospitalized and given more honey and sugar while being monitored. Further information about the event was not provided. It was asked that strips be returned for evaluation.